Event description:
Pegj-tube was placed during therapeutic procedure in 01/03. Eighteen days later pt experienced symptoms of a wound infection including pain in the area of peg, nausea, fever, chills, vomiting, and dizziness. Infection was possibly due to lack of wound care. Pt required hospitalization. Pt placed on tequin and flagyl resulting in resolution of infection.